Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient presented to the emergency department (ed) with pump alarming on (B)(4) 2018. A neurosurgical resident interrogated the pump and determined that a motor stall occurred. No environmental, external, or patient factors were reported to have caused this issue. Surgical intervention was planned but not scheduled. The issue was not resolved and the patient was "alive - no injury." No symptoms were reported. There were no further complications reported at this time.